Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise with no pacing inhibition. It was noted that the physician believed the noise was related to the lead and not the cardiac resynchronization therapy defibrillator (crt-d). A revision procedure was performed where the rv lead was surgically abandoned. The physician wanted to upgrade the patient to a df4 rv lead, so the crt-d was also electively replaced during the procedure with a crt-d that had a df4 header. No additional adverse patient effects were reported.